Manufacturer narrative:
The sodium electrode lot number is bgh79 and the expiration date is 04-nov-2025. A field service engineer (fse) determined that the gear pump head was worn. The fse replaced the electrodes and gear pump head. In the service action, they successfully ran gear pump head adjustments. An ion selective electrode check was complete, as well as a 21-cup precision check, and qc all passing. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable sodium electrode results from the cobas pro ise analytical unit. Sample 1's initial result was 148 mmol/l, and the repeat result was 137 mmol/l. Sample 2's initial result was 153 mmol/l, and the repeat result was 143 mmol/l. The repeat results were deemed to be correct. The questionable results were repeated because the customer was having similar issues and was suspicious of high results.